Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth and weight not available for reporting. Date of event: it is unknown when the plate broke; an unknown date in 2017. PMA / 510k: this report is for an unknown 4.5mm lcp condylar tibia plate. Part and lot numbers are unknown; UDI number is unknown. Explanted date: explanted on unknown date in (B)(6) 2017. Device is not expected to return. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a 4.5mm lcp condylar tibia plate was implanted. On an unknown date a few months post op the plate broke. The patient is reported to have followed all post op instructions without any falls or excess movements. The plate was removed on an unknown date in (B)(6) 2017. An external compression system is currently being used. No additional information at this time. Concomitant devices reported: screws (part # unknown, lot# unknown, quantity unknown). This is report 1 of 1 for (B)(4). This report is for an unknown 4.5mm lcp condylar tibia plate.

Manufacturer narrative:
Additional product codes: hwc, ktt. DHR review was completed. Part no.: 226.701 ; lot no.: l237603 . Manufacturing location: (B)(4). Release to warehouse date: 14.dec.2016 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned plate was recieved at customer quality (cq) broken in two pieces. The transverse break occurred mid combi-hole. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. Therefore, this complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. Drawing was reviewed during this investigation. No product design issues were identified. The width of the returned plate near location of breakage measured 17.53mm at cq which is within specification of 17.5mm +/- 0.2mm per drawing. The thickness of the returned plate near location of breakage measured 5.29mm at cq which is within specification of 5.2mm +0.1mm/- 0.2mm per drawing. Risk documentation the lcp condylar plate 4.5/5.0 & periarticular (aiming arm) instruments design & clinical risk management (dcrm) document was reviewed and found to adequately address this complaint condition. A definitive root cause could not be determined based on the provided information. No product design issues or manufacturing discrepancies were identified as a result of this investigation and the dcrm adequately addresses this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date reported in (B)(4) was (B)(6) 2017. Correct date should have been (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.